Manufacturer narrative:
The device was not returned for evaluation. However, the provided photos confirmed the report. It shows the end of the protective sheath appears not uniform and the edge appears rough. While the reported event was confirmed, the exact root cause of the reported incident could not be determined. The lot history record for the device was reviewed, no issues were found during manufacturing or packaging that would cause or contribute to the reported event. We have not received any similar complaints related to this lot number.

Event description:
It was reported during pre-use check, it was noticed the surface of the protective sheath was not uniform. They were concerned with inserting it into the saphenous vein would cause damage, therefore the device was not used.